Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation which supports a causal relationship. Peritonitis is a well-documented complication of pd therapy. Due to limited information, the source of the patient¿s peritonitis cannot be determined. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) therapy was experiencing unspecified symptoms (during ccpd treatment; unknown date) which led to them disconnecting from treatment and calling the pd clinic. Subsequently, the patient was seen in the outpatient pd clinic and was diagnosed with peritonitis. The patient was initiated on antibiotic treatment with ancef 1 gram (g) unknown route. The patient¿s nurse stated the patient is recovering. No further information surrounding the event is available.